Event description:
It was reported that a user experienced elevated blood glucose while on the second day of ilet use, measuring 204 mg/dl, with concerns about infusion set suitability when transitioning from a 9 mm cannula to a 6 mm cannula; education was provided regarding algorithm adaptation and supply integrity, and alternative infusion sets and an extra charging pad were arranged. Symptoms included hyperglycemia without ketones or other adverse effects. Outcomes included product support, troubleshooting, education, and an order for alternative infusion sets with shipment confirmation. Investigation included customer interview, review of use conditions, and guidance to consult clinical support regarding a factory reset. Investigation of this case revealed no alarms and no reported device malfunction, with potential infusion set fit or early adaptation period considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could relate to user-specific infusion set compatibility or algorithm adaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.